Event description:
Emt's responded to a person experiencing a diabetic reaction. The patient's skin condition was described as diaphoretic, cyanotic and cool. An attempt was made to use the device to analyze the patient's ECG rhythm. The device allegedly displayed a continuous connect electrodes alarm and use of the device was inhibited. An als crew arrived and took over treatment of the patient. The reporter indicated there were no adverse affects to the patient related to the reported malfunction.